Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced shocking sensation. Patient stated he did not turn off his implantable neurostimulator (ins) for a year because when he would turn it back on, he would get a ¿shock¿ in his hand. He stated it was not an actual shock but a funny feeling. They had tried adjusting it but eventually adjusted it to come on and build up. It was also reported that he was having metal taste in his mouth since implant. He had a recent reprogramming after which he felt the best he had with the implant. He was unable to decrease the amplitude per health care provider¿s instruction with patient programmer. It was indicated he was successfully changed setting over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.